Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured on the back table during the procedure. All pieces were retrieved and an alternate instrument was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device shows signs of repeated use with wear and tear on the handle and also nicks and gouges on the strike plate. The impactor tip is fractured and not all pieces have been returned. The print states that the impactor tip is black however the impactor tip returned was grey. The features of the fracture surface of the returned gray impactor tip visually align in which an overload fracture failure mode was identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.